Event description:
After successfully inserting the catheter into the patient, the clear catheter broke off from the hub. This resulted in the needle being drawn back into the safety ring, and upon inspection, it was discovered that part of the clear catheter had broken off inside the patients arm. As a result, the patient requred urgent care and was sent to the emergency room for further assesment and treatment.

Manufacturer narrative:
After successfully inserting the catheter into the patient, the clear catheter broke off from the hub. This resulted in the needle being drawn back into the safety ring, and upon inspection, it was discovered that part of the clear catheter had broken off inside the patients arm. As a result, the patient requred urgent care and was sent to the emergency room for further assesment and treatment.